Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-15172, reference MFR report: 1627487-2013-15174; reference MFR report: 1627487-2013-15175. The pt had two leads (from different lots) as part of his scs system. The pt reported heating at the ipg site while charging. The pt also indicated discomfort at the ipg site and he does not have adequate stimulation. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This device is associated with a field correction. Device evaluated by manufacturer: corrective and preventive action (CAPA) investigations was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.